Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the information provided, a definitive cause for the reported difficulty removing the device from the guide wire could not be determined; however, the reported separation appears to be related to circumstances of the procedure. Possible factors that may contribute to resistance with the guide wire may include, but are not limited to, device placement technique, introducer sheath support, inner diameter of guide wire lumen, outer diameter of the guide wire, condition of the guide wire, or damage to the distal shaft of the catheter. A conclusive cause for the reported difficulty could not be determined since the device or component were not returned for analysis. Additionally, it is likely that the balloon separated during attempts to remove the device as difficulty was encountered. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9: correction device available for evaluation: updated from ni to no.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat an unspecified lesion. The 6x40 mm armada 35 percutaneous transluminal angioplasty (pta) catheter was inflated 3 times. When the device reached the introducer sheath during removal, the distal portion of the balloon was noted to be on the guide wire. The introducer sheath, wire and balloon were all removed together. There were no reported adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.